Manufacturer narrative:
(B)(4). The results of the investigation concluded that the device functioned as intended during a simulated lesion test. No functional anomalies were noted. The device met specifications prior to release from sjm manufacturing facilities as supported by a review of the device history record. The cause of the reported patient burn remains unknown.

Event description:
During a bilateral lumbar ablation procedure, a patient burn occurred. The grounding pad was placed on the calf with no skin preparation performed prior to pad placement. The first side ablation was completed, however upon ablation of the other side, a burn was noted with blistering. A burn cream was applied the patient is currently being followed. Redness and a small blister were remaining after the initial treatment. There were no performance issues with any sjm device during the procedure.